Manufacturer narrative:
Patient code (B)(4) was used for the verbatim "arms were almost non-functional; did not have use of his arms; lost upper extremity function." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the catheter was damaged. The patient stated the catheter was leaking baclofen into the "tummy" and spine, which occurred "probably very close to the time it was implanted" in (B)(6)2016. The best therapeutic level that the patient achieved was probably in the fall of 2016, when he was around 20 mcg/hour. It was noted that they went up to 65 mcg/hour. In (B)(6)2017, the patient was able to stand and could still use his arms fairly well. Then, the patient started to lose his ability to stand and could still use his arms, which started in 2017 by (B)(6)2017. Then, his arms were super tight and his hands were almost non-functional and the patient had a catheter study that showed that the pump was not working and was going into "his tummy." During the revision, the catheter was not changed. Rather, it was just withdrawn. After the revision, the patient had "good leg effect," but still did not have use of his arms, so the revision did not improve this. The patient did not know where the catheter was and he did not think the healthcare provider (hcp) used the guidewire. He just pulled the catheter out some. After the catheter revision, the patient reported he lost complete upper extremity function. The patient stated that maybe the approach being used was that the "penetration through the... Wall he is using the guide wire but he is withdrawing it instead of running it up the spine." The patient was inquiring about physician listings and pump trial options. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: explanted: product type catheter ¿ device code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-dec-2017 from saol therapeutics. It was reported that the brand of baclofen in the pump w as gablofen (2000 mcg/ml at 1460.9). Initial titration was beneficial and then the patient had a loss of therapeutic effect even with aggressive titration prompting the radionuclide test. From the radionuclide test it was determined that the catheter was disconnected from the pump prompting a revision as it did not enter the catheter. The patient was admitted on (B)(6)2017 and discharged on (B)(6) 2017 for the revision. The patient¿s medical history included ms (multiple sclerosis).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that his supposition was that the issue was related to his bending/moving at the waist impinging on the catheter where it flowed out of the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, at what the reporter thought was 2000mcg/ml, dose not reported via an implantable pump. The patient thought their current basil dose was about 60 to 62mcg per hour and stated during the day he is at about 1460. The patient stated that he never stopped taking oral baclofen at night. The indication for use was intractable spasticity. The patient reported that the early effects from the pump were amazing but after that he had very disappointing results. Prior to implant the patient had an intrathecal injection of 50mcg and the patient had amazing results with his arms and legs even though the patient¿s healthcare provider had expectations it would only help his lower extremities. After the pump was implanted and the dose was around 200 or 250 mcg, the patient could stand freely and his arms and hands worked freely but the patient would only have that benefit for a day and within 3 or 4 days the patient would have very little benefit. Per the patient they had just been tested with a radionuclide to determine if his pump is working and found out that it is not working. The patient would need a new pump and catheter, however it has not yet been scheduled or determined what will actually need to be replaced. Per the patient he doesn't have the official report yet but the patient has two days of information. It was checked once at 24 hours and then again at 48 hours and nothing is showing in his spine. The patient stated there is lots of radionuclides in the pump and around the pump and in the perineum but nothing in his spine. The patient stated the pump runs at 1500 mcg per day and thinks catheter volume is around .5 or less or 500mcg or microliters. The patient had to have the pump refilled every 50 days because he was at a high level. The patient did not believe the problem was the pump itself because they had not encountered any volume discrepancies at refill, ¿its emptying every 50 days¿ and the medication was going somewhere they just didn¿t know where. The nuclear physicist would check the test results again at 72 hours for definitive results and the patient would continue to work with the managing healthcare provider regarding the next steps. No further complications were reported.